Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had battery replacement on (B)(6). The patient saw code 528 on the patient handset yesterday. The patient is currently using group c interleaving with one program being 1.9v, 90usec, c/1 with the ability to turn up to 4.5v. The other side is at 3.4v on c/0. The patient has 4 total groups with two interleaving. The last impedance check showed all contacts within a normal range and the patient had same settings before replacement. Out of regulation (oor) meaning was reviewed and how to potentially resolve. No patient symptoms were reported. Additional information was received from a manufacturer representative (rep) on 2020-aug-14 reporting the cause of the 528 code/oor was not determined. The patient has an appointment with the neurologist on monday, (B)(6) 2020, where the rep will be there to run impedances and see if this error message comes up again. Additional information was received from a manufacturer representative (rep) on 2020-aug-17 reporting they saw the service code: 528 again. They were also saw it in the clinician programmer application as an initial pop up. It would then disappear but would pop up again in the electrode impedance measurement. The patient's current programming isas follows for group c: prog 1: c+1-, 3.4v, 90pw, 125hz; patient limits were set at upper at 4.1v and lower at 1.5v. Prog 2: c+0-, 1.9v, 90pw, 130hz; patient limits were set at upper of 2.1v, lower at 0.0v. The rep tried to increase amplitude to see if they could initiate the oor again with the tablet but could not. They attempted to communicate with the patient handset and have them increase stimulation to see if they could again see the oor (service code 528) and the rep could not see that the ins got that message while increasing the settings. The patient started experiencing side effects down the right arm starting at 3.6 and 3.8v. The rep brought the patient back down to 3.4v and the stimulation in the right arm went away. Possibility of lowering upper limit due to patient was feeling some side effects was discussed. The rep went back to the tablet, briefly saw the oor alert, looked at settings, and changed the upper limit on prog 1 to 3.6v and prog 2 to 2.1v. Impedance test was ran again and they saw the oor message again. Impedances only ran up to 1.5v. The values were as follow: c/0 1572, c/1 1052, c/2 1096, c/3 1337; 0/11980, 0/2 2541, 0/3 308x, 1/3 2455, 1/2 1781 and 2/3 1730. When compared to values taken day of surgery: c/01535, c/1 1441, c/2 1084, c/3 1283, 0/3 2933, 0/2 2541, 0/1 2012, 1/3 2487, 1/2 1865, 2/3 1712. It was reviewed there does not appear to be anything obvious but something could be intermittent that is not seen as programming seems to be within range and impedances are within range. Any higher than normal range is not being programmed at this time. The rep is going to have the patient monitor for oor and will follow-up with them at their post-op follow-up appointment with their surgeon.

Event description:
Additional information was received from a manufacturer representative (rep) reporting when they first connected to the battery following the impedance check at the patient's post-op follow-up appointment with their neurosurgeon, the error code 528/oor message came back up. However, looking at their setting and bringing them down in stimulation and turning off cycling, they no longer saw the oor message from either the clinician tablet or patient handheld.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.